Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who experienced "shooting pain" from his axillae to elbow 7 days post miradry treatment. Steroids (medrol dose pack) and otc aloe vera with "caine" were prescribed. The clinic confirmed the symptoms were resolving at 9 days post-treatment.